Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Further information was received from the nurse, who medically confirmed the peritonitis, onset date, and hospital admission date as previously reported. Per the nurse, on an unreported date, the patient did not wash her hands, which caused the peritonitis. On an unreported date, the patient was treated with an unknown antibiotic. On an unreported date, the patient was retrained on pd therapy. On an unknown date, the patient was discharged from the hospital. On an unreported date, the patient recovered from the events. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. Additional information received indicates the cause of this peritonitis event was related to use error/break in aseptic technique. However, the devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is confirmed because it was reported there was a break in aseptic technique by the patient described as the patient did not wash her hands. The assignable cause for the break in aseptic technique by the patient was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.